Manufacturer narrative:
The calcium reagent lot number was 694033. The reagent expiration date was requested, but not provided. The field service engineer found a leaky cell rinse tube and droplets back into the cells. He repaired it and confirmed the assay and analyzer were running with specifications. The investigation determined the service actions resolved the issue. Reagent issues were excluded as the repeat result was obtained using the same reagent. H3 other text : na.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ca2 calcium gen.2 on a cobas 8000 c702 module. The clinician questioned the initial low results and the samples were repeated. The first sample initially resulted in a calcium value of 1.92 mmol/l and it repeated as 2.49 mmol/l. The second sample initially resulted in a calcium value of 1.52 mmol/l and it repeated as 2.34 mmol/l.